Event description:
A vague report of an infusion pump being involved in an IV infiltration was received. The patient was reported to have had bruising and swelling occur at the infusion site of the arm. According to the reporter, there was no medical intervention taken and no patient injury as a result of the event.